Event description:
It was reported that after implant, the patient developed a hematoma and a chest x-ray revealed a left small pneumothorax. The patient's anticoagulants were stopped and then restarted once an improvement in the hematoma was noted. The patient was discharged, however approximately two weeks later the patient reported a cyst had developed on the incision site. The patient was later seen in office and the cyst had opened and had slight drainage. The patient was admitted to the hospital for a pocket revision and the hematoma was drained and the cystic dermal lesion was excised. The cardiac resynchronization therapy pacemaker (crt-p) system remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.